Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed a previous sheath repair performed by the site. After removal of the aforementioned repair, a crack was observed in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad nurse that the patient called to report a crack in the drive line outer sheath at the strain relief. The patient was instructed to come to clinic for an assessment. The driveline was assessed in clinic on and secured with rescue tape until the patient¿s scheduled driveline sheath repair on (B)(6) 2016. When the patient returned for the sheath repair, the rescue tape was removed and the driveline was re-inspected. A crack was noted in the outer sheath adjacent to the strain relief. A driveline repair was performed per specification. There were no alarms reported by the patient and none were noted on interrogation by the vad team. The driveline cover was able to slide over the repair site without difficulty. There was no reported effect on the patient. The patient was instructed on maintenance of the driveline and the repaired area all questions and concerns were addressed at the time of the repair. The driveline remains implanted.